Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a persistent atrial fibrillation ablation a farawave was selected for use. During procedure, wire was impeded in lumen and could not go through (had to go through from the tip). In addition, the flush port fell off when tugged by flush line. The catheter was replaced, and procedure was completed without patient complications. The device is not expected to be returned as it was disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a persistent atrial fibrillation ablation a farawave was selected for use. During procedure, wire was impeded in lumen and could not go through (had to go through from the tip). In addition, the flush port fell off when tugged by flush line. The catheter was replaced, and procedure was completed without patient complications. The device is not expected to be returned as it was disposed of.